Event description:
A report was received on 01 jun 2023 from the home therapy nurse (htn) of a 55 year old male patient approved for performing solo treatment with a complex medical history including end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2023. Additional information was received on 02 jun 2023 from the htn who stated the suspected cause of death is cardiac arrest. Per the htn the patient's death was unrelated to nxstage product or therapy.

Manufacturer narrative:
The involved product was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).